Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the interface pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Further evaluation of the removed interface pcb assembly determined the cause for the malfunction to be failure of an ic chip, designator u5.

Event description:
It was reported that during a patient event, the main keypad assembly on the device stopped working and the device was unable to continue performing its critical functions. There were no adverse effects reported to have been caused to the patient as a result of the reported failure.